Event description:
Reported due to device breakage requiring surgical intervention. The physician attempted an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. The vessel accessed was a small branch of the common femoral artery measuring 2.0 mm. Fluoroscopy was done prior to the procedure and reportedly the physician thought he was in the "main" common femoral artery. Moderate calcification was noted. Upon device insertion, resistance was noted and poor mark was observed. The device was removed, re-flushed and then re-inserted over the wire. The physician deployed the device and experienced a bilateral cuff miss. Manipulation was used in an attempt to remove the device. The device made a "snapping sound" and broke in half. The pt was already in the operating room so the vascular surgeon decided to surgically remove the device. It was then discovered the device was not in the "main" common femoral artery but in a side branch of the common femoral artery. The artery was repaired and the device was removed, leaving nothing in the pt. The pt was discharged the next day as scheduled. Although requested, additional pt information is not available.